Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The procedure was performed under ultrasound guidance. On the first attempt to rij vein the guidewire inserted fine however when trying to insert the catheter over the wire there was resistance and would not pass beyond the 10cm mark. The catheter and wire were withdrawn. When the wire was withdrawn there was a bend or kink in the wire and could not be used. A second kit was opened the rij vein was identified and introducer placed. However , the wire could not be removed from the loop. A third kit was opened (a cordis kit) the wire from that kit was used and the line was inserted. The patient had no immediate complications from the procedure and post procedure x-ray showed good placement. However, the patient later developed a hematoma(the patient is coagulopathic).

Manufacturer narrative:
(B)(4).

Event description:
The procedure was performed under ultrasound guidance. On the first attempt to rij vein the guidewire inserted fine however when trying to insert the catheter over the wire there was resistance and would not pass beyond the 10cm mark. The catheter and wire were withdrawn. When the wire was withdrawn there was a bend or kink in the wire and could not be used. A second kit was opened the rij vein was identified and introducer placed. However , the wire could not be removed from the loop. A third kit was opened (a cordis kit) the wire from that kit was used and the line was inserted. The patient had no immediate complications from the procedure and post procedure x-ray showed good placement. However, the patient later developed a hematoma(the patient is coagulopathic).